Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified an opening, a crease fold, wear/abrasion and delamination. A leak test was performed and found an opening on radius. A microscopic analysis was performed which identified a striated edged opening, consistent with the use of a surgical tool. Also noted was a sharp opening in the radius side and delamination in the diaphragm valve. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a striated edged opening on the anterior side due to surgical damage. A sharp opening on radius side assessed as an unidentified (tear) opening and partial delamination in the diaphragm valve was also observed.

Event description:
Healthcare professional additionally reported "hole, non-specific."